Manufacturer narrative:
After the first insulin injection, the patient complained that there were hard nodules at the injection site but there were no redness or pain reported. No devices were returned for investigation. Several testing and documents were reviewed: bioburden report, endotoxin report, irradiation certificate, biocompatibility testing, manufacturing documentations. However, no abnormalities were found. A medical assessment that were performed assessed the patient's reaction as a fast post-injection inflammation similar to inflammatory reaction after vaccination (not caused by the connective tissue cells). Since this is the first injection, the most possible reason for this reaction is inflammation caused by the additional ingredients in the insulin such as preservatives and stabilizing substances like phenal and meta-cresol. A dermatological consultation and glucose control to assess the effect of insulin is recommended for the patient. No device error could be found.

Event description:
The patient was given insulin injection for first time due to the ineffectiveness of oral hypoglycemic drugs. On the morning of next day, the patient complained that there were hard nodules at the injection site but there were no redness or pain reported.